Manufacturer narrative:
This report is submitted on april 20, 2021.

Manufacturer narrative:
This report is submitted on march 2, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to the patient requiring routine mris for monitoring a medical condition. The patient was reimplanted with another cochlear device during the same surgery.